Event description:
It was reported to boston scientific corporation that a leveen standard electrode was used during radiofrequency ablation (rfa) of a renal artery performed on (B)(6) 2012. According to the complainant, a "p1" (high current in pad 1) error message was received after eight minutes of ablation at 160w. The grounding pads were replaced, but the second set was placed on the patient's abdomen instead of the legs. The same error message was received a few minutes into the second ablation attempt at 160w. It is unknown if this same leveen standard electrode was used to complete the procedure, but it was confirmed that the procedure was completed with a non-bsc generator. This event has been deemed reportable based on the investigation results: tines bent/unevenly spaced.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Exact patient weight is unknown, but the patient was reported to be very obese. (B)(4). Visual evaluation of the returned device found heavy dried blood residue, which caused slight resistance during extension and retraction of the array. Upon extension of the array, it was noted that the tines were unevenly spaced. Electrical testing revealed that the device conducted current properly (0.5 ohms). The complaint was not confirmed; the failures identified would not have contributed to a "p1" error message. Functionally, the device met specifications. The "p1" error message was likely received due to the placement of grounding pad 1. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.